Event description:
The customer reported they needed help with the calibration of their battery. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.